Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2016. The customer's blood glucose was 21 mg/dl at the time of admission. The customer reported they were unable to control their blood glucose, leading to the hospitalization. The perceived caused of the customer's low blood glucose was unknown. Customer also reported experiencing high blood glucose for the past two to three days. The customer's blood glucose was between 300 mg/dl and 400 mg/dl. The customer stated manual injections did not lower their blood glucose. It was also found the customer's legs were cramping and there was a loss of electrolytes. The customer also reported their blood glucose rising to 505 mg/dl. The customer declined to troubleshoot for their insulin pump. The customer stated the insulin pump was functional. The customer declined to return the insulin pump for analysis.